Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the unintended movement (clip open while locked). It is possible that there were procedural interactions (due to anatomy, unintended curves and tension on the device) during procedure that resulted in the reported issue; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip opened after deployment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4. One clip was implanted with no issue. A second clip was advanced to the mitral valve and the clip was placed, but the clip seemed to be a little more open than the first clip. The physician attempted to close it more; however, it could close much more. There was no insertion problem and the leaflets were grasped, so the clip was deployed. The jet increased after deployment, but it was within range. The physician indicated that the clip certainly doesn't seem to be fully closed, but there is currently no problem with the clip opening. Post echocardiogram showed that the clip was stable, and mr was better after the procedure. Two clips implanted reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.